Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified cartridge was indicated with a nonqualified handpiece and nonqualified viscoelastic. The facility indicate the issue was a post lasik refractive surprise. The monofocal company 39.0 diopter lens was exchanged for a noncompany monofocal 17.0 diopter lens. Va was much improved at 1st post op visit after the change. The difference of 22.0 diopters would indicate issue was not related to the iol. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced very blurry vision. The iol was exchanged for unspecified lens model 29 days after the initial implant procedure. Clinical reason for explant was reported as post lasik refractive surprise. Additional information has been received and stated that myopic surprise post cataract surgery. No patient impact and symptoms were resolved.